Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified radial vein. A 6.0mmx20mmx40cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during the second inflation, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.